Event description:
The hem-o-lok clip snapped at the hinge when applied to a vessel. Clinical consequences: a medical intervention was necessary to remove the broken clips. Both cartridges were used on the same day and same patient. The clips were retrieved laparoscopically and all fragments were removed. The green applier size was m/l. The patient recovered from a laparoscopic cholecystectomy. There was no patient harm.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2000299 was manufactured on 01/15/2020 a total of 14,854 pieces. Lot was released on 01/30/2020. DHR investigation did not show issues related to complaint. From the pictures it was confirmed the defect reported by the customer "broken/detached parts - clip - hinge". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken/detached parts - clip - hinge" could be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73a2000299. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The hem-o-lok clip snapped at the hinge when applied to a vessel. Clinical consequences: a medical intervention was necessary to remove the broken clips. Both cartridges were used on the same day and same patient. The clips were retrieved laparoscopically and all fragments were removed. The green applier size was m/l. The patient recovered from a laparoscopic cholecystectomy. There was no patient harm.